Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with black foreign matter attached to the catheter. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: black fm attached.

Manufacturer narrative:
H.6. Investigation summary: received a 22ga iag bc unit consisting of a fully retracted needle-barrel assembly and a catheter-adapter assembly without packaging material. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual/microscopic evaluation: multiple miniature black specks were attached to the lube on the tip of the catheter. Picturesdisplayed similar findings. Conclusion(s): indeterminate: although the black specks were confirmed to be on the tip of the catheter, the origin of the fm is not known. An ftir analysis was completed to help decide what the black foreign was, but came back inconclusive as to its origin. The unit was received out of its original package and without the cover therefore source of the material attached to the lube is indeterminate.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with black foreign matter attached to the catheter. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: black fm attached.